Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (unable to prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This is a late MDR submission due to an international distributor issue that has been reviewed with the FDA on january 12, 2015. Initial reporter: (B)(6).

Manufacturer narrative:
Follow-up # 1 date of submission 06/19/2015 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 06/06/2015 with the following findings: a review of the pump¿s black box history showed that loss of prime warnings due to low (non-zero) force were recorded. During testing, the pump performed the rewind, load, and prime steps with no alarms occurring. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no alarms occurring. The force sensor calibration reading was found to be within the required specifications. Unrelated to the complaint, evaluation revealed that the display was dim and discolored. Also unrelated to the complaint, evaluation revealed that the battery compartment was cracked below the bumper pad. The complaint that the pump was ¿unable to prime¿ was observed in the pump history but was not able to be duplicated during investigation.